Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) via the representative reported a pocket infection and the surgeon removed the full system. The issue was reported to be resolved at the time of report. Additional information received via the hcp reported symptoms included drainage from incision. The patient was treated by their primary care physician with course of antibiotics without benefit. The cause of the infection was not determined. The patient was likely infected at time of implant. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.